Event description:
It was reported that pump generated cartridge alarm 30 during insulin therapy. The customer's blood glucose level displayed "high" however, the specific value was not known. The customer corrected the high blood glucose by manual insulin injection and no third party intervention was required. Customer continued to use current pump and will rely on alternate method if needed.